Event description:
We have learned of potential mold contamination of (B)(6) 7.0 ph buffer solution that is used at this facility. At this time we are not aware of any adverse events associated with this problem, however we want to alert both (B)(6) and the FDA to the issue.